Manufacturer narrative:
Batch review performed on 24 june 2019: lot 114426: (B)(4) items manufactured and released on 03-gen-2012. Expiration date: 2016-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices were involved in the complaint. Batch review performed on 25 june 2019: liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 lot 113646 (k092265): (B)(4) items manufactured and released on 16-nov-2011. Expiration date: 2016-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 lot 115748 (k112115): (B)(4) items manufactured and released on 15-feb-2012. Expiration date: 2016-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 7 years from the primary due to pain and the cause of the pain is unknown. The surgeon revised the head, cup, and liner and the surgery was completed successfully.